Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and or deformation of articulating surfaces.¿

Event description:
It was reported that a bilateral patient underwent a left total knee arthroplasty on (B)(6) 2005. Subsequently, a revision procedure has been indicated due to wear of the left polyethylene tibial bearing. There has been no left knee revision reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that a bilateral patient underwent a left total knee arthroplasty on (B)(6) 2005. Subsequently, a revision procedure has been indicated due to wear of the left polyethylene tibial bearing. Additional information received reports patient was revised (B)(6) 2014. The bearing and locking bar were removed and replaced.